Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: updating scannermask values to dicom transfer settings did not resolve the issue, made images worse.

Manufacturer narrative:
A software investigation was initiated via methodology of design analysis. The behavior described is the intended behavior of the software. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: a doctor at the hospital stated the following: the hospital got a new scanner and none of our fixes made any improvement. The hospital pacs images were coming through the same way, so they are working on the issue on their end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the screen initially was flickering. Dave rebooted the system and the flickering had stopped, but the images that were coming over from pacs were grainy and the pix-elation was off. There was no patient present.